Event description:
Pseudoseptic arthritis [arthritis]. Case description: spontaneous report received on 25-sep-2008 from a physician regarding a (B) (6) male patient with medical history of bilateral gonarthrosis and one prior treatment with synvisc in (B) (6) 2005, (B) (6). The patient (a football player) received his second synvisc treatment on (B) (6)-2008 via intra-articular route at a dose of 2 ml. On (B) (6)-2008, outside therapeutic range, the second and the third injection were performed simultaneously, 2x 2ml. On (B) (6)-2008, approximately 9 days after starting synvisc, the patient complained of a painful, red and swollen knee. The aspirate withdrawn from the knee revealed "purulent looking" synovial effusion. Blood examination showed increased erythrocyte sedimentation rate (esr) and a c-reactive protein (crp). Bacteriological examination of synovial effusion revealed that liquid was sterile. The patient was placed on therapy with orbenine (cloxacillin) intravenous and was sent home after the end of the infusion. On an unspecified date in (B) (6) 2008, a control blood examination was performed which revealed that crp and esr were still increased. Consequently, the patient was placed on orbenine (cloxacillin) and oflocet (ofloxacin) per oral. Clinical state of the knee improved quickly. On (B) (6)-2008, the patient was seen by the physician, the knee was normal. The physician assessed the pseudoseptic arthritis as disabling and the relationship as definite. As of the date of receipt of this report, the patient's outcome was recovered. On 30-sep-2008, the investigation summary was received: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: per package insert, synvisc is administered by intra-articular injections once a week, one week apart, for a total of three injections.

Manufacturer narrative:
Evaluation summary - on 30-sep-2008, the investigation summary was received: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.